Event description:
It was reported that a user experienced scan errors when attempting to pair and scan a freestyle libre 3+ sensor with the ilet bionic pancreas mobile app, consistent with an intermittent communication failure potentially involving the antenna component. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the app and sensor scan function, aligning with an intermittent communication failure associated with the electrical and antenna component; the user reinstalled the mobile application and successfully scanned the sensor with a normal warm-up displayed. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.